Event description:
It was reported that during the da vinci prostatectomy surgical procedure, the customer experienced system error codes #21002 and #21008. No patient harm was reported. The procedure was converted to traditional open surgical technique to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system errors experienced by the customer were associated with the right master tool manipulator (mtmr). The system was repaired by replacing the affected mtmr. The mtmr was returned to isi for failure analysis investigation. System error codes #21002 and #21008 are sympathetic errors to two sensors not being in agreement and appear when the da vinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (hall effects sensor) and the secondary sensor (hall effects sensor), were out of specified tolerance for agreement. Testing revealed that the hall effect sensor circuit malfunctioned, thus generating the system errors experienced by the customer. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. As of october 22, 2007, there have been no reported recurrences of the issue at this hospital.